Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer removed cubie from drawer and removed roll boards and cleaned debris from drawer. Shuffled roll boards around and reconnected cable. Replaced cubies and tested. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system 2e failed and required maintenance. Unable to recover. The customer stated that the malfunction was occurred when they trying to issue medication to patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.